Event description:
Pharmacy reports an overfill on station 3. Station 3 was programmed for prophamine 10% at 430ml with sg 1.03. Using the recall button, the pharmacist found it delivered 454ml after the unit was finished. Stations 1 and 2 and 4 were not used. Station 5 was programmed for 70% dextrose at 150ml with sg 1.24 and station 6 was sterile water at 34 ml at sg 1.0. The overfill on station 3 was slightly above 5 %. The final bag was discarded. No pt contact.